Manufacturer narrative:
It is likely that the reported events are attributed to user error as the light handle covers may have not been properly installed to the surgical light. The harmonyair a-series surgical lighting system operator manual states, (6) "warning-possible patient injury hazard: failure to engage the light handle cover completely may result in cover falling from lighthead during procedure." A steris account manager counseled user facility personnel on the proper method of attaching the light handle covers to the surgical light. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported that during patient procedures their light handle covers detached and fell into the sterile field. The sterile fields were re-established, and the procedures were completed successfully. No report of injury.